Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, in the process of retracting the delivery catheter system (dcs) the nose cone engaged the bottom portion of the valve and the valve dislodged into the ascending aorta. A second valve was deployed and severe paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed reducing the pvl to moderate. It was reported that the patient developed complete heart block during the procedure. Two days post implant, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.